Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during insertion of the intraocular lens (iol), the plunger over-rode the iol. An alternate lens was used to complete the procedure without patient harm. Further information is not available from the reporting facility.

Manufacturer narrative:
The device with the lens was returned. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was advanced to mid-nozzle and has overrode the lens. The lens was located within the lens loading area. The trailing haptic was folded onto the optic along the left side of the plunger. The leading haptic was positioned underneath the plunger. All product and batch history records are quality reviewed prior to product release. Viscoelastic was not provided. It is unknown if the qualified product was used. The root cause could not be determined for the reported issue. The used device was evaluated. A plunger override was observed. The lens was in the lens loading area. It is unknown if a qualified viscoelastic was used. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).